Event description:
Laparoscopic cholecystectomy - "surgeon had two pts return to surgery following laparoscopic cholecystectomy after clips from the ca090 had come off and there was leakages from the cystic duct. This occurred with two pts in a row." Pt status: pt is now doing well.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.